Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that when the (B)(4) (resection electrode) was removed from the sterilized pack by the transurethral resection of the prostate in saline (turis) technique, the electrodes were deformed and could not be attached. Completed the procedure of switching to the same product. No health hazard to patient.